Event description:
It was reported to ventec that the device's tidal volume was zero. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event was provided.

Manufacturer narrative:
H6: the initial reporter did not provide ventec with the device's serial number. As a result, section d4 (model #, catalog #, serial #, and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. In the event that additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. The initial reporter advised that they felt that the device's filters were easily soiled, and that they had to be changed frequently. A ventec life systems, inc. D/b/a react health product support specialist advised the initial reporter on the importance of completing the pre-use test (put). The vocsn clinical and technical manual states the following [p. 50]: "the vocsn pre-use test calculates the resistance and leak of the ventec one-circuit. Based on these calculations, vocsn verifies the integrity of the ventec one-circuit, and also improves the accuracy of therapy delivered during ventilation." "It is recommended to run a pre-use test each time the ventec one-circuit or its configuration is changed or in any way modified before initiating therapy." To the best of ventec's knowledge, the device has not been returned for evaluation. The cause of the reported issue could not be determined.